Event description:
Oracle ro (B)(4): lec 1871 error 1871 (during testing/no patient injury).

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump sample was received at manufacturing. Visual and functional inspection was performed on the returned sample. Visual inspection confirmed that the physical condition of the device was all intact as received. Functional testing confirmed that the reported error code appeared on the pump during the investigation. The pump motor was locked due to the displayed error code. Error was found in the device event history log multiple times. Results: the customer reported issue, error code displayed during testing, was duplicated. Root cause for the reported event is attributed to the pump motor was found to be faulty and will have to be replaced. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: b1: correction: product problem, d1: correction: brand name: cadd legacy plus ambulatory, d4: correction: model number: 6400, d5: correction: unknown.